Event description:
A (B)(6) female patient called zoll customer support to report that the response buttons on her monitor would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the front response button was intermittent. The cause for the inability to activate the device is the defective response button. The cause for the intermittent response button is defective contacts on the front response button j1004 connector. The root cause of the defective connector contacts cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.